Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph showed the sample inside the pouch, therefore the patient luer adapter could not be seen for a complete visual inspection. The reported condition could not be refuted or confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a connection issue between the patient connector of a minicap transfer set and the titanium adapter. This was observed prior to use of the device for peritoneal dialysis therapy. The titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.